Manufacturer narrative:
Date of event: unknown, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 intraocular lens (iol) was implanted in the left eye of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to unexpected post-op refraction. The patient was not happy with the visual outcome and she was experiencing starbursts and halos. The incision was not enlarged and the patient was reported as recovered. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/29/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the lens is contaminated and dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile and non-environmental controlled area. The lens was damaged and scratch can be observed on the optic area. The condition of the return sample does not suggest dirt, scratch and damage was introduced during manufacturing. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.